Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/23/2018 with the following findings: the returned battery cap was intact, without damage and measured within the required specifications. The pump powered on with function auditory and vibration features; however, the display screen remained blank. Investigation was unable to adequately investigate the alleged intermittent power issue due to the blank display screen. Investigation showed the display screen was blank due to a failed electrically erasable programmable read-only memory component. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.